Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2018 was used as the event date. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure performed on an unknown date. According to the complainant, during preparation, the laser fiber was found broken into three pieces inside the sealed package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation on august 13, 2018 that a flexiva 200 tractip laser fiber was opened for use in a ureteroscopy procedure performed on an unknown date. According to the complainant, during preparation, the laser fiber was found broken into three pieces inside the sealed package. The procedure was completed with another flexiva 200 tractip laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
No event date was given, therefore an approximate date of(B)(6) 2018 was used as the event date. Problem code 1069 captures the reportable event of  fiber broken in package. Investigation results a flexiva 200 tractip laser fiber was returned broken in the hoop. The fiber measured approximately 315.7 cm from the top of the connector to the distal tip. The fiber was kinked. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed; no anomalies were noted.